Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign material on the tube walls with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and foreign matter embedded on the tube walls and scuffed tubes were observed was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformities during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign material on the tube walls with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and foreign matter was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use foreign matter was found in the tubes with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: (2 of 2) customer complaint, before use this batch, they found many tubes have fm in tubes.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was found in the tubes with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: (2 of 2) customer complaint, before use this batch, they found many tubes have fm in tubes.